Event description:
A surgeon reported that a cv232 sre iol was implanted in 2003 in a pt's right eye. At post-op visit 1 week later, lens reported as subluxated with possible tear in posterior capsule. The following day, the doctor did not explant the lens, but repositioned same in the eye with no complications. Current medications pred forte & ocuflox. Visual acuity reported as 20/20 od at 2003 follow up visit. Prognosis indicated as excellent and pt doing well. No further info is available at this time.